Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and found to have blade damage at the tip point of the blade. Both the blade edges were indented which can cause cutting issues. The cutting edge did not exhibit any signs of corrosion that would have contributed to the blade damage. Common causes of the failure mode mechanical indentations/burrs instrument blades are attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage) or mishandling the instrument or misusing the instrument.

Event description:
Refer to h11 for follow-up information.